Manufacturer narrative:
The pump has not yet been received for evaluation. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.

Event description:
The facility representative reported an overinfusion. A patient was given an infusion of demerol that was intended to take place over 24 hours, but infused in 2. This was found during patient use, with no patient injury reported or medical intervention needed. Although baxter attempted to obtain information, details were not available regarding additional contact information. No additional information is available.